Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's pacemaker exhibited diagnostic anomaly in which pacemaker longevity was underestimated. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported complaint of longevity discrepancy following the software update was confirmed. Additional information provided was reviewed by engineering. There were two sessions reviewed which used two different merlin.net sw versions, resulting in the longevity discrepancy. The most recent version of the software in merlin.net improves the accuracy of the longevity and decreases the occurrence of overestimation.

Manufacturer narrative:
Correction: g3 of previous report should have been jul 25, 2022.